Manufacturer narrative:
Product event summary: the device was returned and analyzed. The sapphire was cracked. If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable cardiac monitor (icm) was explanted for an unknown reason. The device was returned to the manufacturer, analyzed and subsequently tested out-of-specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.